Manufacturer narrative:
A boston scientific technical services (ts) consultant gave troubleshooting suggestions. At this time, the available information suggests the product remains in service. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that, during a routine follow-up appointment, it was noted this right ventricular (rv) lead had a pacing impedance measurement greater than 2000 ohm. Review of impedance history noted previous measurements out of range. It was also reported that difficulties were encountered measuring the pacing threshold. No adverse patient effects were reported.